Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the left ventricular lead was partially dislodged in the vein which resulted in sustained oversensing. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The field report of oversensing was confirmed. External abrasion breaching the silicone insulation and exposing the inner coil was found at the proximal region of the lead consistent with friction to the device can. The exposure of the inner coil in this location likely caused the oversensing detected in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification. Other damages found are consistent with those occurring at explant procedure.